Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning in fill one of three. The patient had previously just called in with the heater bag not detected message as well. The technician told the patient to work with the neck of heater bag back and forth and it cleared the message.when patient called back again technical services suggested starting over with new supplies. When the cassette was removed there was fluid found in the pump module area as well as fluid on the external cassette. Fluid leaked from the cassette door. In a follow up, the pd nurse verified the fluid leak event and said that there was no harm, intervention or adverse event associated with the leak. The patient let the cycler dry and has been using it since. The tubing set was discarded by the patient.